Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-.(B)(4)) on 24-oct-2015. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding/ menorrhagia (heavy menstrual bleeding)'), autoimmune disorder ('claimed autoimmune diagnosed') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe cramps/ abdominal pain"), back pain ("backpain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular cycles"), rash ("rash"), abdominal distension ("bloating"), depression ("depression,"), dyspepsia ("digestive issues/ gi conditions"), headache ("headaches,"), night sweats ("night sweats,"), pain ("it hurts to walk, pain"), hot flush ("hot flashes"), peripheral swelling ("swelling of hands and feet"), fatigue ("chronic fatigue/ fatigue"), arthralgia ("joint pain"), vision blurred ("blurred vision/ vision probs"), skin disorder ("skin disorders/ skin condition"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), tooth disorder ("dental probs"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, autoimmune disorder, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstruation irregular, rash, abdominal distension, depression, dyspepsia, headache, night sweats, pain, hot flush, weight increased, peripheral swelling, fatigue, arthralgia, vision blurred, skin disorder, blood disorder, cardiac disorder, tooth disorder, migraine and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, autoimmune disorder, back pain, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, night sweats, pain, pelvic pain, peripheral swelling, rash, skin disorder, tooth disorder, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the plaintiff received treatment for menorrhagia, genital haemorrhage, autoimmune disorder, hypersensitivity. Discrepancy noted in insertion date- (B)(6) 2007, (B)(6) 2007 quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Events added- pelvic pain, genital haemorrhage, blood disorder, cardiac disorder, rash, autoimmune disorder, tooth disorder, migraine, nausea, device monitoring procedure not performed, dyspareunia and dysmenorrhea. Verbatim ¿gi conditions¿ clubbed with event ¿dyspepsia¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.